Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient stated her second permanent implant has not been effective. After implant, her symptom of leaking worsened, including when she moves or rolls over in bed. It was reported to have started after a physical therapy session, though it had been the seventh one she had done. The patient also mentioned not being able to urinate, including after straining. Leakage occurs at other times and varies with fluid intake. The patient reported that the program was changed recently and the ins was confirmed on. She has changed the program once since but has not seen a change. She noted she has turned the ins on and off in the past. The patient stated she was going to see her doctor on (B)(6) 2016 to address symptoms and possible catheterization and check for infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.